Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Health care professional reported capsular contracture baker grade unknown. This relates to the left side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Additional observations: observed broken device. No further actions are required as no manufacturing issues are observed.

Event description:
Health care professional reported capsular contracture baker grade iii. This relates to the left side. Device has been explanted and replaced with a non allergan device.